Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, (lot: va2yfw8); and product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the case we ran the impedance at the end of the case. The impedance showed us that 0 was completely impeded. We took the ipg out of the pocket, took the lead out of the ipg (dried the lead off), put lead back in ipg (made sure lead was pushed all the way to the end), and ran impedance several times. At that point it was decided to change the lead thinking that was the problem, so we placed a new lead, and then ran impedance with the same ipg we ran the first time. At that point impedance showed that 0 was still completely impeded. We opened a new ipg ran impedance, everything showed green with no impedance issues. (With the new ipg). The issue has been resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.